Manufacturer narrative:
(B)(4). The event occurred sometime between (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had air bubbles in the administration tube after priming. This occurred after filling the device using a repeater pump. After a few hours, the bubbles dissipated. These devices were not used. Therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacturing date -- 06/10/2015 - 06/11/2015. The device was received for evaluation. Since the sample was returned without the administration tube set and the flow restrictor, functional flow testing could not be performed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.